Event description:
This study compared the efficacy of endeavor resolute drug-eluting stents and endeavor drug-eluting stents versus other drug-eluting stents. 13,709 patients were assigned to percutaneous coronary intervention with endeavor resolute drug-eluting stent versus non-medtronic drug-eluting stent or with endeavor drug-eluting stent versus non-medtronic drug-eluting stent. The primary efficacy outcome of this study was ischaemia driven target vessel revascularisation (ID-tvr). The primary safety outcomes were myocardial infarction (mi), cardiac death and cumulative definite/probable stent thrombosis (st). The secondary efficacy outcome was ischaemia-driven tar get lesion revascularisation (ID-tlr). The secondary safety outcome was cumulative definite st. The risk of ID-tvr, mi, cardiac death and st did not differ between endeavor resolute and non-medtronic drug-eluting stent. Patients receiving endeavor drug-eluting stent were more likely to undergo ID-tvr as compared with those receiving non-medtronic drug-eluting stent. The risk of mi, cardiac death and was similar between endeavor drug-eluting stent and non-medtronic drug-eluting stent. At indirect comparison, pci with endeavor resolute drug-eluting stent versus endeavor drug-eluting stent reduced the risk of ID-tvr, without increasing mi, cardiac death and st. The study concluded that the antirestenotic efficacy of endeavor resolute drug-eluting stents is superior to endeavor drug-eluting stents and similar to other non-medtronic drug-eluting stents. Endeavor drug-eluting stents increase the risk of re-interventions as compared with other non-medtronic drug-eluting stents. First and second-generation medtronic zotarolimus-eluting stents have similar thrombogenicity compared with other non-medtronic limus-eluting stents.

Manufacturer narrative:
(B)(4). Results: death, mi, restenosis, stent thrombosis. The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Age at event - mean age. Date of event - date of publication. Date of death - date of publication. Interventional cardiology published by group.bmj.com. Volume 98, issue 22 "two zotarolimus-eluting stent generations: a meta-analysis of 12 randomised trials versus other limus-eluting stents and an adjusted indirect comparison."